Event description:
Related manufacturer reference number: 2017865-2023-41119 during a remote follow-up, episodes of noise which resulted in oversensing were observed on the right ventricular (rv) lead and the right atrial (ra) lead. Additionally, the noise resulted in inappropriate automatic mode switch on the ra lead. Provocative testing was performed and the lead noise was reproduced. Lead damage was suspected but was not confirmed. The patient was stable and will continue to be monitored.